Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Implant was returned but the driver was not. Therefore, the reported event could not be verified. Based on the evaluation, implant malfunction has not occurred and driver malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. Device history record (DHR) review could not be performed for the driver as the lot number was unknown. Complaint history review could not be performed for the driver tip as the item/lot number was unknown. Functional testing was performed using applicable in-house driver. The devices were able to engage, retain and disengage as normal. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. Potential failure modes, hazardous situations and harms are referenced in the risk assessment summary. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are user error or failure to transfer implant from sterile environment to patient in accordance with IFU and due to inadequate handling by clinician of staff. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : not returned.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided.

Event description:
It was reported the implant disengaged from the driver during a procedure for implant placement. Doctor placed another implant in the same surgery.